Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, reportedly, the patient underwent a lumbar MRI which showed at l5-s1 a cobb grade 1 spondylolisthesis resulting in neural foraminal narrowing, left > right. There were post operative changes including the likelihood of a posterolateral fusion, probably without complete bony decompression. There was some question as to whether the effusion was extended up from the l5-s1 across the l4-5 level, but there was no bone in that area. On (B)(6) 2004 the patient presented with a cough and underwent chest x-rays which showed a small calcified nodular density consistent with granuloma and minimal left base atelectasis. On (B)(6) 2004 the patient presented for various lab. The patient underwent an EKG which was normal. On (B)(6) 2004 the patient presented with lower back pain which radiated around left hip and buttock into the groin and down into the foot and the preoperative diagnosis of l5-s1 ischemic spondylolisthesis, status post failed lumbo sacral fusion &#63506;resultant pseudoarthrosis. The patient underwent surgery which consisted of a wide microsurgical decompression at l5-s1 including bilaterally discectomy and bilateral complete facetectomies; structural allograft/autograft interbody fusion at l5-s1 with bone spacer, autologous bone, and bone morphogenic protein. Per the operative notes: then placed one bmp sponge down into the depth of the disk space from the opposite site along with a considerable amount of the patient's own cortical cancellous bone harvested from the decompression and passed through the bone mill. I packed this bone tightly up against the spacer on the opposite side across the midline, placed a second bmp sponge and then placed the final interbody spacer. I then continued to pack cortical cancellous bone lateral to the spacers on either side until the interspace appeared to be filled with this bone. All of this proceeded without incident and resulted in copious quantities of bone and excellent distraction of the interspace. On each side as the exposure was undertaken with a self-retaining retractor, we placed a bmp sponge down onto the transverse processes and then packed the cortical cancellous bone. This resulted in what appeared to be a very copious and adequate fusion mass on either side. It should be noted that there was a lot of scar tissue and fibrotic tissue. There was some bone spanning l4/l5 but no solid arthrodesis l4-5 or l5-s1. Radiographic imaging was utilized to verify screw placement. No patient complications were noted. On (B)(6) 2004 the patient underwent lumbar x-rays which showed normal post-operative changes following l5-s1 fusion. On (B)(6) 2004 the patient was discharged from hospital. On (B)(6) 2005 the patient underwent cervical and lumbar x-rays which demonstrated post interbody and bilateral pedicle screw fusion with laminectomy at l5/s1 which did not move with lateral bending and 4mm leg length difference (left longer). The cervical spine showed degenerative disc disease at c4/5, c5/6, and c6/7 including anterior and posterior spondylosis. On (B)(6) 2008 the patient underwent with slightly elevated bp. On (B)(6) 2008 the patient presented with chronic bilateral knee pain and underwent x-rays of the knee which showed osteoarthritic in both knees, left > right; chondrocalcinosis of the menisci on the left; and a possible small metallic foreign body in the anterolateral soft tissues on the left. On (B)(6) 2008 the patient presented with elevated blood pressure. On (B)(6) 2008 the patient underwent various labs which revealed high cholesterol, triglyceride and low hdl levels. On (B)(6) 2008, in a telephone encounter, the patient was notified of high cholesterol. On (B)(6) 2010 the patient presented with chronic neck and back pain. On (B)(6) 2010 the patient underwent various labs which revealed high cholesterol, ldl, triglyceride and low hdl levels. On (B)(6) 2010, in a telephone encounter, the patient was notified they had elevated cholesterol and triglycerides. On (B)(6) 2010 the patient presented with some breathing difficulties and high blood pressure. The patient underwent various labs. On (B)(6) 2011 the patient presented some pain in the back and legs. The patient underwent cholesterol labs. On (B)(6) 2011, in a telephone encounter, the patient was notified of high triglyceride. On (B)(6) 2012 the patient underwent various labs which revealed high cholesterol and triglyceride levels and low cholesterol. Medications: fenobibrate, amlodipine besylate, ventolin, metoprolol, and allegra. On (B)(6) 2012 the patient presented stable back pain. The patient underwent various labs which revealed high reactive protein, trig lyceride, creatinine and low hdl. On (B)(6) 2012 the patient presented in ER and reported having woken up with the feeling of pressure on the back of the head and neck. The patient also reported nausea, dizziness and wooziness. The patient was able to walk but was unsteady. The patient underwent an EKG which was unremarkable. The patient underwent a head/brain CT which was negative. On (B)(6) 2012 the patient presented with chronic low back pain, hypertension, dyslipidemia, chronic opiate use, dizziness and altered mental status the patient underwent an echocardiogram and eeg. In the encounter notes it was mentioned that the patient had had a recent left eye infection on (B)(6) 2012 the patient presented with significant pain in the lower back and into the bilateral lower extremities. The patient underwent lumbar spine x-rays which demonstrated good anatomic alignment; degenerative change at the l4-l5 level with disc height loss and facet arthrosis. Cervical x-rays showed diffuse degenerative change throughout the cervical spine. On (B)(6) 2012 the patient presented with dizziness and altered mental status and underwent a carotid ultrasound which showed minimal plaque formation with the proximal aspect of the left internal carotid artery. There was no evidence of a hemodynamically significant lesion. A MRI of the brain was unremarkable; the unremarkable mra of the vessels of the circle of willis; and mild mucoperiosteal thickening involving the maxillary sinuses. On (B)(6) 2013 the patient also presented with confusion, dizziness, and back pain. An eeg was normal. Cardiovascular studies were conducted which were indicative of a low probability of cardiovascular shunt. On (B)(6) 2013 the patient presented with neck and low back pain. Per the encounter notes, a CT myelogram of the cervical and lumbar spine showed no complications l5-s1; l4-5 left para midline disc extrusion contributing to a left lateral recess stenosis and compression of the left transiting l5 nerve root. There were significant changes at l4-5 with endplate. The cervical spine showed multilevel degenerative changes with severe loss of disc 1 and osteophyte formation at multiple levels. Neural stenosis was present, most prominent at c4-5 and c5-6 bilaterally. On (B)(6) 2013 the patient presented with significant back pain going down to the bilateral lower extremities. The patient also complained of severe pain in the cervical area and numbness in the region of the third finger left hand. On (B)(6) 2013 the patient presented with significant degenerative changes in the cervical and lumbar spine. Per the encounter notes a lumbar myelogram showed no apparent complications. There was adjacent level disease significant stenosis at the level of l4-5; large disc herniation/scar tissue formation, more to the left. A cervical spine myelogram showed multilevel degenerative changes most prominent at c4-6 and c5-6. The patient complained of significant pain in the lumbar spine and leg. The patient wanted to wait on surgical treatment until (B)(6) 2013. Assessment: adjacent level stenosis and significant left sided nerve structure compression at te level of l4-5. Multilevel degenerative changes in the cervical spine, most prominent at c4-6. The patient also presented with an altered mental state and presented for an evaluation on vertigo. Stroke work up was negative and MRI&#62700; mra, and ultrasounds were fairly benign. On (B)(6) 2013 the patient presented with dizziness and giddiness. Per the encounter notes the patient reported an improvement in the dizziness. Neurological exams were negative. On (B)(6) 2013 the patient presented with dizziness aggravated by fatigue. Per the encounter notes the patient had been experiencing dizziness since december. Symptoms suggestive of: benign paroxysmal vertigo. A compressive audio showed hearing loss at the high frequencies. On (B)(6) 2013 the patient presented with neck and back pain, improved dizziness, and elevated blood pressure. Per the encounter notes the patient&#62688;dizziness seemed to have resolved on it&#62688;own. The patient underwent various labs which revealed high creatinine and triglyceride and low hdl levels. In a telephone encounter that day, the doctor referred the patient to nephrology. On (B)(6) 2013 the patient presented with htn, hyperlipidemia, and chronic renal insufficiency, stage ii (mild). Per the encounter notes the patient&#62688;blood pressure was improved. The patient&#62688;blood work showed some worsening of gfr and high cholesterol. Medications: amlodipine besylate, doxycycline hyclate, fenofibrate, lisinopril, metoprolol tartrate, and percocet. On (B)(6) 2013 the patient presented with the diagnosis of chronic kidney disease and high blood pressure. Assessment: chronic kidney disease stage 3; long term use of nsaids; secondary hyperparathyroidism, renal related; and hypertensive kidney disease. On (B)(6) 2013 the patient underwent various labs which revealed high levels of free kappa/lamba chains, bun, glucose, and creatinine and low levels rbc, hemoglobin, and rbc. The paitent also underwent a parathyroid hormone davis test: results parathyroid intact. On (B)(6) 2013 the patient presented with the diagnosis of chronic kidney disease and high blood pressure. Assessment: chronic kidney disease stage 3; long term use of nsaids; secondary hyperparathyroidism, renal related; and hypertensive kidney disease. On (B)(6) 2013 the patient underwent a renal ultrasound. Impression: normal renal ultrasound. The patient also underwent various labs. On (B)(6) 2013 the patient presented with the diagnosis of chronic kidney disease and high blood pressure. Assessment: chronic kidney disease stage 3; long term use of nsaids; secondary hyperparathyroidism, renal related; and hypertensive kidney disease. On (B)(6) 2014 the patient underwent various labs which revealed high creatinine. A urinalysis was abnormal for rbc, blood, and protein.

Event description:
It was reported that on (B)(6) 2004 the patient presented with pre-op diagnosis of l5-s1 grade2 spondylolisthesis; status post fusion of l4 to the sacrum, with a resultant pseudoarthrosis. Patient underwent following procedures: wide microsurgical decompression at l5-s1 including bilateral diskectomy and bilateral complete facetectomies; structural allograft/autograft interbody fusion at l5-s1 with tangent bone spacer, autologous bone, and bone morphogenic protein; bilateral posterolateral onlay autograft arthrodesis with bone morphogenic protein; reduction of grade 2 spondylolisthesis; pedicle fixation of l5 to the sacrum with the legacy system. Per op notes, there was quite a bit of scarring and fibrotic tissue across the region bilaterally due to the patient's previous attempt at fusion. Bone spanning from the soft tissues in the vicinity of l4 to the soft tissue in the vicinity of l5, although there was no solid arthrodesis at either l4-5 or l5-s1. Surgeon separated this entire bony element from surrounding soft tissues and removed it. The surgeon placed one bmp sponge down into the depth of the disk space from the opposite site along with a considerable amount of the patient's own cortical cancellous bone harvested from the decompression and passed through the bone mill. I packed this bone tightly up against the spacer on the opposite side across the midline, placed a second bmp sponge and thenplaced the final interbody spacer. Transverse processes on their dorsal aspect from l5 to the sacrum, first on one side and then on the other side. On each side as the exposure was undertaken with a self-retaining retractor, we placed a bmp sponge down on to the transverse processes and then packed the cortical cancellous bone. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2004 chest x-ray pa and lateral films appear normal. There is some hilar thickening, without bony, cardiac or lung field abnormalities. On (B)(6) 2004 lumbar fluoroscopy interoperative fluoro with pedicle probe in place at l5. Interbody spacer appears present in l5. Cerebellar retractor is noted posteriorly. Subsequent films show placement of screws into l5 and s1, followed by rod placement and reduction of the spondylolisthesis into more anatomic position and compression of the interbody graft. On (B)(6) 2004 ls spine series final film shows screws in place with crosslink in satisfactory position on ap and lateral views. Wide decompression is evident (B)(6) 2004 lumbar series two ap and lateral views show l5 construct in place at l5/s1. Tangent bony spacers are seen within the l5 disc space in good position. On (B)(6) 2004 ls spine series no interval change in position of implants. Tangent spacers and pedicle screws at l5 and s1 are in good position and of good design.